Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective guide wire. Visual analysis revealed that the guide wire was kinked. The arrow raulerson syringe (ars) is not pictured in the photo. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "lift your thumb and pull the arrow advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring wire guide reaches desired depth". The report that the guide wire kinked was confirmed through complaint investigation. Visual analysis of the customer image showed that the guide wire was kinked directly adjacent to the first marking from the distal end; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of guide wire/ars resistance could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician placing acute dialysis catheter in x-ray department. Insertion site internal jugular. The spring wire guide didn't go through as it was pushed from the back of the syringe. The physician tried twice and still didn't manage to get it through. A new set was opened and worked perfectly. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one image showing a defective guide wire. Visual analysis revealed that the guide wire was kinked. The customer returned one, opened cvc kit containing multiple components. The arrow raulerson syringe (ars) and the guide wire will be analyzed as part of this complaint investigation. Visual analysis of the guide wire revealed two major kinks. This resulted in the distal j-bend to also be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. After failing functional testing (see below), the ars plunger was opened to observe the internal bivalves. Visual analysis revealed that an unknown, white substance was occluding the opening directly before the bivalves. This white substance likely contributed to the resistance and the kinking on the guide wire. The kinks on the guide wire measured 27mm and 113mm from the distal weld. The guide wire total length measured 684mm which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .852mm which is within the specification limits of .838mm-.877mm per the guide wire graphic. The guide wire was attached to the proximal end of the ars. The guide wire was advanced; however, it appears to become stuck directly before the internal bivalves. Performed per IFU statement "place the tip of the arrow advancer - with 'j' retracted - into the hole in the rear of the arrow raulerson syringe plunger. Advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves". The syringe was able to successfully draw and aspirate water with both returned the returned introducer needle attached (per amrq-000113 rev 3 req 6.1). The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal seal within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "advance guide wire until triple band mark reaches rear of syringe plunger. Advancement of 'j' tip may require a gentle rotating motion". The report of a swg/ars resistance-kinked was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked. Further visual and functional analysis revealed that the ars handle was occluded by an unknown white substance. This white substance likely contributed to the kinking/resistance on the guide wire. Based on the customer report, the sample as received, and the feedback from manufacturing, it was determined that manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician placing acute dialysis catheter in x-ray department. Insertion site internal jugular. The spring wire guide didn't go through as it was pushed from the back of the syringe. The physician tried twice and still didn't manage to get it through. A new set was opened and worked perfectly. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Physician placing acute dialysis catheter in x-ray department. Insertion site internal jugular. The spring wire guide didn't go through as it was pushed from the back of the syringe. The physician tried twice and still didn't manage to get it through. A new set was opened and worked perfectly. No patient harm reported. The patient's condition is reported as fine.